Event description:
Report provided by the end user states that they have experienced itching and the wound ostomy continence nurse confirmed a red rash under all of the material resulting from an allergic reaction. The end user cleanses the skin with an adhesive remover wipe, washes with soap and water, applies an ostomy powder and a no sting barrier. The end user changed the brand of appliance. The reaction resolved.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filled on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.